Manufacturer narrative:
Product complaint #: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3, h6 investigation summary: the product was not returned to medtech orthopaedics; however, photos were provided for review. The photo investigation revealed that scrdriver shaft 1.5 t4 short self-holdin had broken. The observed condition of the device was consist with a random component failure that may have been caused by exposure to unintended force. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was confirmed as the observed condition of the scrdriver shaft 1.5 t4 short self-holdin would contribute to the complained device issue. Based on the investigation findings, potential cause attributed to component failure and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review (DHR): product code: : 03.114.002, lot number : 3154p28, release to warehouse date : 15-sep-2023, expiration date : na., supplier: (B)(4), manufacturing site: werk selzach. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified.

Event description:
It was reported that during the procedure, at the time of screwing the screws, the tip of the screwdriver piece was broken. This inconvenience was resolved by removing the screwdriver part along with its fragments and replacing it with another piece of the same characteristics, which was also inside the equipment. With this solution, the surgery was successfully completed. Due to this novelty, there were no discomfort on the part of the specialist, and no affectations to the patient or alterations in the surgical times were recorded.